Event description:
It was reported on (B)(6) 2025 a 30-25mm amplatzer talisman pfo occluder was selected for implant using an 8f amplatzer trevisio intravascular delivery system. During implant the occluder took on a bulging shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 30-25mm amplatzer talisman pfo occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. However, one image was received from the field, showing the cobra shaped deformation on the proximal side of the disc, when released from the loader. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, the recommended size delivery system for use with a 30-25 mm amplatzer talisman pfo occluder is an 9f.